Manufacturer narrative:
The reported condition is currently being investigated.

Event description:
Incident details surrounding event patient received a burn due to improper placement of the outflow tubing for the mara system. The tubing was placed in the under buttocks drape pouch which channeled steam to one area which was the patients exposed leg. The patient was under anesthesia and the physician did not know this happened until the patient woke up. The patient had a drape covering over her so you could not see this happening during the treatment. The physician was dr. (B)(6). He has done about 10 cases prior to this happening. Did the incident occur before, during, or after a procedure? During patient, gamete, embryo, or end user involvement? Yes any patient injury or impact to the gamete or embryo? Yes medical or procedural intervention? Yes patient/gamete/embryo status patient has a large pink burn on her right thigh which was blistering slightly after the procedure. 1216677-2022-00181 mara console gen-16-050 e-complaint-(B)(4).

Event description:
Incident details surrounding event patient received a burn due to improper placement of the outflow tubing for the mara system. The tubing was placed in the under buttocks drape pouch which channeled steam to one area which was the patients exposed leg. The patient was under anesthesia and the physician did not know this happened until the patient woke up. The patient had a drape covering over her so you could not see this happening during the treatment. The physician was dr. (B)(6). He has done about 10 cases prior to this happening. Did the incident occur before, during, or after a procedure? During. Patient, gamete, embryo, or end user involvement? Yes. Any patient injury or impact to the gamete or embryo? Yes. Medical or procedural intervention? Yes. Patient/gamete/embryo status patient has a large pink burn on her right thigh which was blistering slightly after the procedure. 1216677-2022-00181 mara console gen-16-050 e-complaint (B)(4).

Manufacturer narrative:
Complaint (B)(4) investigation. X-no sample returned analysis and findings distribution history the complaint unit was manufactured by aegea medical. Manufacturing record review product lot / serial number not provided. A review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed, and this complaint amended accordingly. Incoming inspection review product lot / serial number not provided. The incoming inspection review is not applicable for this product. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history showed no similar reported complaint conditions. This is the first complaint related to improper placement of the outflow tube, or for burns on the skin product receipt the complaint unit has not been returned to coopersurgical. Visual evaluation an evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation an evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Based on the customer statement, the outflow tubing was improperly place which would increase the chance of the patient being burned from the outflow. This would not be problem with the console. It would be due to improper usage. Root cause root cause not applicable as the complaint condition was not confirmed. Based on the customer's statement, potentially, this might be end user error. Investigation as reported, the cause of the injury was due to use error: "patient received a burn due to improper placement of the outflow tubing[?]". It was not due to a product malfunction. Note: the console was not a factor in the use error. With the cause of the injury known, the investigation focused on how the use error occurred and if it could have been mitigated. Additional information was obtained from the cooper representative present at this case who reported the complaint: "the physician was in serviced on using a waste collection container to do the mara procedures but opted to use the under buttocks drape for his cases. He has done between 15-20 cases prior. The outflow tube was placed straight down (no curve) in the under buttocks drape. The steam burned the patient on the back of her right thigh. The physician thinks he placed the drape too far up. The physician was not aware that this was happening until after the patient woke up from anesthesia. This is not a complaint of the product but rather a report of patient injury due to improper placement of the outflow tube." The use of an under buttocks drape (image 1) can prevent the outflow tube from hanging straight down as designed, and therefore can allow vapor to exhaust too close to the patient. To mitigate this risk of patient burn, the mara instructions for use (aw0250 rev a) specifically instructs to how to collect waste and warns against improper placement of the outflow tube: correction and/or corrective action complaint unit has not been returned to coopersurgical so the complaint could not be confirmed. No further corrective actions necessary. No further training is required since the complaint was not confirmed. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends. Investigation performed by: (B)(6), july 12, 2022.